Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and unexpected restart alarm on the insulin pump. Customer¿s blood glucose level was 40 mg/dl. Customer treated their low blood glucose with carb intake. Troubleshooting for the unexpected restart alarm was performed. Customer replaced the battery on the insulin pump and they were unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected restart error alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked reservoir tube window and cracked battery tube threads.